Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer fell and the touch screen became cracked. The touch screen later showed "ink spots" that began where the crack was located. Reportedly, customer is unable to read the top half of the pump due to the "ink spots". Customer's blood glucose was between 80-180 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.